Event description:
It was reported to olympus that a video telescope had missing light guide connector lens. It was also reported that the screen was dark. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5, g2 (also selected ¿other¿ which was inadvertently left off the initial report). The complaint was not confirmed. Additional defects found during device evaluation: broken fibers due to wrong handling, replacement of label, scratches on cable sleeve or superficial damages on gray cable sleeve (no cuts or breaks), dents on outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to de determined. Olympus will continue to monitor field performance for this device.